Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there were episodes of undersensing noted on the device. No intervention was performed to resolve the event and the patient was in stable condition.

Event description:
New information was received that there were additional undersensing episodes noted on the device. No intervention was performed to resolve the event and the patient was in stable condition.